Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 400 to over 500 mg/dl. Correction boluses via the pump was delivered to address bg. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.